Event description:
It was reported that during an unspecified procedure, the surgeon used the stapler twice without issues. On the third firing, the device became completely locked. The team used the manual override to remove the device successfully. No patient consequences were reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #420d76. Additional information was requested, and the following was obtained: 1. Please provide more details about the device quality issue "the device became completely locked". Once the surgeon tried to fire the device, it would not fire and would not open. He then used the manual override button to bring the knife blade back into home position and open device 2. Was the firing sequence started but not completed? If yes: no. 3. Did the device deliver any staples? No 4. If yes, were the staples formed properly? 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 6. Were there staples missing from the staple line? No 7. Did the device cut? No 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. During visual inspection, the bailout door was noted to be out of position; additionally, the bailout lever was damaged, likely due to interaction with the cam bailout. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of would not fire and difficult to open could not be confirmed as the device fired and it opened and closed without any difficulties noted. A manufacturing record was performed for the finished device pve35a lot number a97e6z and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 420d76, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.